Event description:
Subject ID: (B)(6). Study no: dots. Clinical adverse events received for a shoulder revision with potential removal of depuy components. Device and procedure(relatedness). Device related: information not provided. Procedure related: information not provided. Date of event: information not provided. Date of implant: information not provided. Date of revision: (B)(6) 2024. Device location: information not provided. Treatment/impact: shoulder revision. Geographical location: information not provided. Depuy synthes products used: information not provided.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (B)(4) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The previous report was submitted in error as additional information was received stating this event was not related to device or procedure. Further reports will not be sent regarding this event.